Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain and vomiting. One day after the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with unknown antibiotics (intraperitoneal, for three weeks, doses and frequencies were not reported) for peritonitis. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, treatment with the unknown antibiotics was ongoing and the patient was recovering from the peritonitis event. Although no use error was reported, the patient was retrained on aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.